Manufacturer narrative:
Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
Report received from france stating "bubble issues during sculpture for the seven operations realized during the morning. The patient didn't experience any impact according to the report." Additional information has been requested yet not received.